Event description:
It was reported that the right atrial lead exhibited loss of capture. It was noted that the device was performing a cap confirm test and at the end of the test the patient went into vt. Programming changes were performed. Further information was requested, however was not provided.